Event description:
Pathologist working on autopsy. Set scalpel down. Design of handle allows scalpel to stay in upright position instead of laying flat. This left the scalpel blade in an upright position. Pathologist's finger grazed the blade and sliced open the skin. Minimal medical attention needed for the cut but a significant blood exposure to hiv, hepatitis for pathologist because of the pt's history. Pt's blood tested for hiv, hepatitis, etc. Results unknown.